Event description:
It was reported a change in therapy effect due to clonidine being added to the pump. It was noted that after clonidine was added on (B)(6) 2010, the pt was admitted to the ICU on or around (B)(6) 2010. The daily dose was reduced to 17.493 mcg/day the next day. On (B)(6), the pump was filled and the clonidine was removed from the pump. The pt was on morphine 40 mg/ml 7.75 mg/day and fentanyl 200 mcg/day 38.73 mcg/day. The clonidine concentration was 90 mcg/ml and dose 21.846 mcg/day. Pt recovered shortly after the pump was filled and clonidine removed. Add'l info will be provided when available.

Manufacturer narrative:
(B)(4).